Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "that the wrong item number is on the scissors." The product is mislabeled. All med watch submissions related to this are: 9610612-2019-00204; 9610612-2019-00205.